Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (8.0 mg/ml at 1.8134 mg/day), bupivacaine (8.0 mg/ml at 1.8134 mg/day), and clonidine (480.0 mcg/ml at 108.80 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient reported decreased analgesia close to pump fill dates on (B)(6) 2017. At a visit on (B)(6) 2017 the patient complained of increased nerve pain in the lower extremities similar to the last time the pump had malfunctioned. The clinical diagnosis was unsatisfactory analgesia and the device diagnosis was other suspected pump and/or catheter malfunction. No action was taken as an intervention and the event resulted in an unscheduled clinic or office visit. The event outcome was ongoing. The etiology was noted as related to the device or therapy and the implant procedure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the pump and/or catheter malfunction was not determined. The patient's baseline weight was (B)(6) lbs.